Event description:
A hospital in (B)(6) reported that during the setup of an rt340 adult dual heated evaqua breathing circuit a leak was found in the evaqua expiratory limb. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection revealed a hole in the evaqua limb, about 38 cm away from the patient end connector, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 130502. Conclusion: based on the inspection conducted, the subject evaqua limb appears to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing are performed every (B)(4). Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuits were damaged after they were released for distribution. (B)(4). The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."